Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a prostatectomy, the electrode almost peeled away in about 2 hours. The device stopped being used before the portion fell into the patient. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Event description:
It was reported that during a prostatectomy, the electrode almost peeled away in about 2 hours. The device stopped being used before the portion fell into the patient. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.